Event description:
Sorin group (B)(4) received a report that, during a procedure, the flow rate displayed on the pump showed zero but the pump was still rotating. It was also reported that the pump would not display the rotational speed and the speed of the pump could not be controlled by the speed knob. There was no report of pt injury.

Manufacturer narrative:
Pt info was not provided. Sorin group (B)(4) manufactures the stockert compact system. The incident occurred in (B)(6). This MDR report is being submitted on behalf of the manufacture - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of the customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. The product was returned to sorin group (B)(4) for evaluation. Testing of the returned device was unable to reproduce the reported issue. Without the ability to reproduce the issue, the root cause could not be confirmed. Sorin group deutschland stated that it is possible the issue was caused by contact issue so the board was replaced. No further action is deemed necessary.